Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: uterus to colon/perforation: uterus"), pelvic pain ("severe pelvic pain/pain while going to the bathroom") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, multiparous, dysfunctional uterine bleeding, libido decreased and nephrolithiasis. Concurrent conditions included obesity, menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included bupropion (wellbutrin), ibuprofen, medroxyprogesterone acetate (depo-provera) from 2004 to 2010, progesterone and tramadol. On (B)(6)2009, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("rashes on arms"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstruation irregular ("she did not have regular menses"), dyspareunia ("she could not have sexual intercourse"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorders"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), body temperature fluctuation ("hormonal changes: body temp changes"), urinary tract infection ("infection: utis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("neurological conditions /problems vision problems"), uterine leiomyoma ("tumor: fibroids"), vision blurred ("vision/eye problems: blurry vision"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), back pain ("lower back pain") and abdominal pain ("belly pain"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed) and surgery (endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, body temperature fluctuation, migraine, headache, nausea, visual impairment, rash, uterine leiomyoma, vision blurred, weight increased, depression and anxiety outcome was unknown, the pelvic pain, dyspareunia, urinary tract infection, back pain and abdominal pain had resolved and the genital haemorrhage and menstruation irregular was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, body temperature fluctuation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: uterus to colon/perforation: uterus"), pelvic pain ("severe pelvic pain/pain while going to the bathroom") and genital haemorrhage ("abnormal bleeding/ bleeding approximately 20 days per month") in a 38-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida, multiparous, dysfunctional uterine bleeding, libido decreased and nephrolithiasis. Concurrent conditions included obesity, menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, medroxyprogesterone acetate (depo-provera) from 2004 to 2010, progesterone and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("rashes on arms"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("tumor: fibroids"), 6 years 11 months after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ feels like contractions"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection: utis"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and libido decreased ("libido decreased") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstruation irregular ("she did not have regular menses"), dyspareunia ("she could not have sexual intercourse"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorders"), nausea ("nausea"), visual impairment ("neurological conditions /problems vision problems"), vision blurred ("vision/eye problems: blurry vision"), back pain ("lower back pain") and abdominal pain ("belly pain") and was found to have body temperature fluctuation ("hormonal changes: body temp changes"). The patient was treated with surgery (endometrial ablation, total hysterectomy, uterus and cervix removed and total hysterectomy, uterusv and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, body temperature fluctuation, migraine, headache, nausea, visual impairment, rash, uterine leiomyoma, vision blurred, weight increased, depression, anxiety and libido decreased outcome was unknown, the pelvic pain, dyspareunia, urinary tract infection, back pain and abdominal pain had resolved and the genital haemorrhage and menstruation irregular was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, body temperature fluctuation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Reason: fibroids, pain, illness, essure moved, bleeding ((B)(6) 2016-(B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: pfs received - new event libido decreased was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure: uterus to colon/perforation: uterus"), pelvic pain ("severe pelvic pain/pain while going to the bathroom") and genital haemorrhage ("abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, multiparous, dysfunctional uterine bleeding, libido decreased and nephrolithiasis. Concurrent conditions included overweight. Concomitant products included bupropion (wellbutrin), ibuprofen, progesterone and tramadol. On (B)(6) 2009, the patient had essure inserted. In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and rash ("rashes on arms"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("she did not have regular menses"), dyspareunia ("she could not have sexual intercourse"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary disorders"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), alopecia ("hair loss"), body temperature fluctuation ("hormonal changes: body temp changes"), urinary tract infection ("infection: utis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("neurological conditions /problems vision problems"), uterine leiomyoma ("tumor: fibroids"), vision blurred ("vision/eye problems: blurry vision"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety"), back pain ("lower back pain") and abdominal pain ("belly pain"). The patient was treated with surgery (total hysterectomy, uterusv and cervix removed) and surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, alopecia, body temperature fluctuation, migraine, headache, nausea, visual impairment, rash, uterine leiomyoma, vision blurred, weight increased, depression and anxiety outcome was unknown, the pelvic pain, dyspareunia, urinary tract infection, back pain and abdominal pain had resolved and the genital haemorrhage and menstruation irregular was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, body temperature fluctuation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-mar-2018: pfs received. Reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events-abnormal bleeding (vaginal), menorrhagia, apareunia, bladder or urinary problems, dysmenorrhea, fatigue, hair loss, hormonal changes: body temp changes, infection: utis, migraines, headaches, migration of essure: uterus to colon, nausea, neurological conditions /problems: vision problems, pain, perforation: uterus, rashes on arms, tumor: fibroids, vision/eye problems: blurry vision, weight gain, depression, anxiety were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("she did not have regular menses") and dyspareunia ("she could not have sexual intercourse"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular and dyspareunia was resolving. The reporter considered dyspareunia, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.